Event description:
Boston scientific received information that this right ventriclar (rv) lead exhibited high pacing impedances of greater than 2000 ohms.

Event description:
Additional information was received that a revision procedure was performed. The rv lead was surgically abandoned and the device was explanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available, this report will be updated as necessary.

Event description:
Additional information became available that this rv lead exhibited another out of range impedance measurement via the patient's home monitoring system. To date, no adverse patient effects have been reported.

Event description:
Additional information became available that this rv lead exhibited another out of range impedance measurement via the patient's home monitoring system. To date, no adverse patient effects have been reported.

Event description:
Additional information became available that another alert came through for this lead in an out-of-range (oor) pacing impedance, as well as noise which lead to pacing inhibition of less than two seconds. Boston scientific technical services (ts) was consulted and suggested to try and stress the lead and see if they can determine a lead issue. The lead and device remain implanted at this time. To date, no adverse patient effects have been reported.

Event description:
Additional information was received that the lead was explanted and returned for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned severed 128mm from the terminal pin. Two segments were returned, a terminal end segment and a midbody segment measuring 168mm. The tip was not returned. Cuts and puncture holes were seen in the insulation and a suture was tied directly to the lead insulation of the midbody segment for extracting purposes. Additionally, dried body fluid was noted in the lumens. Further testing confirmed the lead to be electrically continuous.